Event description:
It was reported that the insulin pump has physical damage. It was stated that the screen is broken. Blood glucose value was 243 mg/dl. The insulin pump was replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. The device had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.